Manufacturer narrative:
Note: during routine review, this report was reevaluated. At that time, the decision was made to file a report based on the info received. Initial testing found the following three failures. None of the rf lamp indicators on the display board would turn on when the generator was activated. The high voltage clamp should measure between 375vp and 425vp, the experienced measurement was approx 360vp. The high frequency leakage currents should not exceed 150ma for monopolar accessory active and pt return, and the experienced measurements was 153ma for accessory active and 161ma for pt return in the cut mode at 300 watts. Troubleshooting found that transistor q3 on the monopolar display board was defective causing the indicators to not turn on. This failure is not related to the reported incident. The high voltage clamp and high frequency leakage current failures are related to calibration. These two parameters were found to be in specifications after the generator was calibrated. It cannot be determined if the out of specification conditions caused or contributed to the reported incident. Valleylab recommends the generator be inspected by qualified service personnel twice a year in the force 2 service manual. There was no service histories recorded for this generator.

Event description:
Procedure: gynecology. Reportedly, betadyne solution was used on the surgical area and it pooled at the small of the back. A 5 1/2 inch burn was noticed on the pt in this area. There was some blistering, redness and peeling.